Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash underneath the rear therapy electrodes (tes) with draining skin. The patient consulted his physician who advised to remove the lifevest and keep the affected area clean until the rash healed. Follow-up indicated that the rash had mostly cleared up and that the patient was wearing the lifevest.